Event description:
Complainant alleged that during routine shift check by a clinician the device reportedly did not charge the battery. The complainant indicated that a new battery was charged for 72 hours and only ran the device for 20-25 minutes. Complainant indicated that there was no pt involvement in the reported malfunction.